Manufacturer narrative:
The customer reported that this bedside monitor (bsm) will not read ECG waveforms or bpm. According to the customer, they can see the imm-rr waveform and numeric; however, nothing for the heart rate. Technical support (ts) had the customer try known-good leads and cables and there was no change. Ts had the customer discharge and admit a fresh blank patient; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/18/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/20/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 03/23/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this bedside monitor (bsm) will not read ECG waveforms or bpm. There was no patient injury reported.